Event description:
The surgeon reported air bubbles noted through the infusion cannula. The infusion line does not deliver pressure to the eye with hypotony noted. The hypotony is resolved by manually flushing fluid through the junction or by simple gravity feed. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as ncessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).